Event description:
It was reported that sterile water leaked. During a pretest in the operating room prior to the foley catheter insertion into the patient for urinary drainage and temperature control, sterile water leaked out.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Received two (2) photo samples. Both photo samples showcase an overview a 3-way temp sensing catheter with cut portion of inlet tubing. Received a used 3-way temp sensing catheter with cut portion of inlet tubing (without original packaging). Visual inspection noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon deflated passively with no cuffing or leaks noted. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The reported event is unconfirmed a risk and labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that sterile water leaked. During a pretest in the operating room prior to the foley catheter insertion into the patient for urinary drainage and temperature control, sterile water leaked out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.